Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during functional testing of the returned quattro catheter (lot #164691). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Dried blood residues were observed on the balloons and luered tubings. Functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a thermogard xp ivtm system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter performed as intended.

Event description:
During ivtm therapy, the quattro catheter (lot #164691) was placed into the patient's femoral vein. After an unknown period, the user noticed blood backing into the saline bag and noticed a blood tinge in the start-up kit (suk) tubing. The customer suspects a quattro catheter balloon leak and an infusion of 250 to 500 cc of saline into the patient. Per the customer, no other lines were placed in or near the same vein. The catheter was replaced to continue the patient treatment using the same thermogard system. The customer stated that it is unknown whether the thermogard system generated an "air trap" alarm or not; however, the customer stated that the treatment was continued using the same thermogard system, which indicates that the user cleared the alarm. No consequences or impact to the patient.